Manufacturer narrative:
Due to character limitation the complete patient ID number is: (B)(6). After further evaluation of the system onsite a medtronic representative found that the reference frame bracket on the microscope had been bumped, rendering the microscope/navigation system calibration inaccurate. The scope will be recalibrated to resolve issue.

Event description:
A medtronic representative reported that during a cranial surgery navigation while using the microscope was allegedly 1 cm inaccurate. Navigation with the probes was accurate. The surgeon chose to continue using the microscope, but without navigating it. No negative impact to the patient outcome was reported.